Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07855. It was reported that distal tip detachment occurred. The target lesion was located in the left femoral vein. Following stent deployment of two wallstents, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilation. However, during inflation at 2 atmospheres, the balloon ruptured. The balloon was attempted to be removed but it would not come out through the sheath. The proximal end of the catheter was cut and a larger size 12f sheath was advanced over the catheter but still the balloon could not be removed. The 12f sheath was removed and the balloon was attempted to be removed directly out of the vein but the balloon would not come out. Eventually, the catheter was pulled out but the balloon came off the catheter in the patient. Snaring was attempted to get the balloon but failed. A 20x55/10fr uni plus 75cm wallstent endoprosthesis was selected for use. However, outside patient, the distal tip was not on the wallstent delivery system. Another 18x60x75 wallstent was advanced and deployed over the balloon to trap in the lesion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the exterior tube was retracted slightly and the tip was present on the device and undamaged. However, the exterior tube was severely kinked 17mm proximal of the valve body. A visual and tactile examination of the returned device found that the catheter was severely kinked 17mm proximal from the valve body. This type of damage is consistent with the application of excessive force to the delivery system. The stent was deployed and no issues were noted with either the profile of the stent or the delivery device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07855. It was reported that distal tip detachment occurred. The target lesion was located in the left femoral vein. Following stent deployment of two wallstents, an 18-6/5.8/75 xxl sophageal balloon catheter was advanced for post dilation. However, during inflation at 2 atmospheres, the balloon ruptured. The balloon was attempted to be removed but it would not come out through the sheath. The proximal end of the catheter was cut and a larger size 12f sheath was advanced over the catheter but still the balloon could not be removed. The 12f sheath was removed and the balloon was attempted to be removed directly out of the vein but the balloon would not come out. Eventually, the catheter was pulled out but the balloon came off the catheter in the patient. Snaring was attempted to get the balloon but failed. A 20x55/10fr uni plus 75cm wallstent endoprosthesis was selected for use. However, outside patient, the distal tip was not on the wallstent delivery system. Another 18x60x75 wallstent was advanced and deployed over the balloon to trap in the lesion. No patient complications were reported and the patient's status was fine.